Event description:
During the cystourethroscopy, stent procedure, doctor (md) was using the amplatz super stiff guidewire. After pulling it out from the patient, md noticed that the protective covering came undone that caused the inner wire fray in the ureter.